Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had out of range (high) high voltage lead impedance measurements. The asymptomatic patient presented remotely via a merlin.net transmission. The patient had been brought into clinic when this was first noted. Performing a dft test and reprogramming was recommended. The patient will continue to be monitored. The patient was fine.